Event description:
Device misfired-incomplete q's. Tacks were removed with graspers. Upon receipt and evaluation, one of the "incomplete" q-rings was found to be a straight shot.

Manufacturer narrative:
The returned device was evaluated and the machined surface responsible for the proper formation of the constructs was found to be acceptable. Returned device was test fired, and malformed constructs were produced. During evaluation of the returned device, we were unable to duplicate the deployment of a straight shot.